Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total ankle arthroplasty. Subsequently, the patient experienced pain and swelling approximately one year after initial implantation. Further imaging showed a radiolucent line consistent with component loosening which was confirmed by single-photon emission CT. As a result, the patient underwent a right ankle revision where both components were exchanged for stemmed implants 15 months after initial implantation. No further patient impact reported. No further information available. This is report 1 of 2 for this event.